Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging between 30-600 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments, and as a result the pump software did not accurately adjust the amount of insulin delivered. Although requested, the customer declined to perform troubleshooting with tandem customer support and the alleged root cause could not be confirmed. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.